Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, visualization was lost. The account tried unplugging and re-plugging the scope, but visualization could not be regained. The procedure was completed with another exalt scope. There were no patient complications related to this event.